Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample was not available for MFR evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. In the event additional information is received, the complaint file will be updated accordingly. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The leak was reported to be an internal leak. No damage was identified on the dialyzer. Estimated blood loss was 30ml. No medical intervention was required; the patient did not experience any adverse effects. The patient was able to complete treatment. The sample was requested and was not available for MFR evaluation.

Manufacturer narrative:
Additional event information is in the process of being obtained and the plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The blood leak was reported to be coming from the header of the dialyzer.